Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
It was reported that bd syringe 3ml ll euro 200 s/c barrel was cracked. "During the preparation of chemotherapies in the injectable reconstitution unit at the pui, we noticed visible cracks on 2 syringes of different sizes and lots. This could lead to cytotoxic contamination of the working environment and personnel (even though the risk is minimal as handling occurs under an isolator) and product loss." The crack was along the body of the syringe for both references (B)(4). When the person pushed the plunger, product came out through the crack.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.